Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic complaining of the device vibrating since the day before. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi. After device download, normal function resumed. The patient was in stable condition prior, during, and post event.